Event description:
It was reported that the left ventricular (lv) lead exhibited pace impedance greater than 2,500 ohms and loss of capture. No recent patient symptoms were noted. It was suspected that the lead was fractured and it was capped and abandoned. A new lv lead was successfully implanted and no additional adverse patient effects were reported.